Event description:
It was reported that the patient had a bacterial infection. Follow up was conducted and the infection was not of the pocket with the source unknown. The device and both leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found.